Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event, and the customer was performing a planned, non-emergency treatment. The procedure was completed using the wired footswitch. The philips field service engineer (fse) inspected the system on-site and confirmed that the wireless footswitch was not working. Upon troubleshooting, the fse noticed that the status of the wi-fi (led) indicator on the wireless footswitch at the time of the occurrence was solid red, and the color of the battery indicator was green. To resolve the issue, the fse replaced the wireless footswitch and base station. The defective wireless footswitch and wfs (wireless footswitch) base station were returned to philips for failure analysis, and the wireless footswitch was found to have other failures, such as corrosion and/or paint damage. Missing anti-slip and screws are missing at the bottom of the footswitch. The wireless base station was found to have other failures, such as the black plastic tube from the antenna being missing. After replacement of the wireless footswitch and base station, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was no connection with the wireless footswitch. No harm was reported to philips. Philips has started an investigation of this complaint.